Manufacturer narrative:
(B)(4). Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. The device will be returned for analysis and further information will follow once the analysis has been completed. No conclusion can be drawn at this time.

Event description:
The customer reported via phone call that the insulin was exposed to moisture and had blank display. The customer¿s blood glucose level was 223 mg/dl. The customer reports the insulin pump was exposed to fluid in the past with no moisture visible in insulin pump. The customer reported that they tried changing the battery but did not turn on. The device will be returned for analysis.

Manufacturer narrative:
Device received with blank display due to moisture damage at electronic assembly. Also, moisture damage motor during visual inspection. Unable to perform operating currents, self test, rewind test and displacement test due to blank display.